Event description:
The surgeon reported that a pt implanted with a crystalens at-50ao has developed a tilt with astigmatism 8 days post implantation. The surgery was not complicated in any way. The intended target was plano. The crystalens iol was repositioned on (B)(6) 2011. This event refers to the pt's left eye. Add'l info has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Iol remains implanted; therefore, it is not available for eval.